Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility that they had a post operation scarred groin with a difficult common femoral artery (cfa) access. They initially had a 6f merit intro sheath. At the end of the case, the angio-seal sheath had trouble entering the lumen. The inner part kept disconnecting from the angio-seal insertion sheath. There was an amplatz wire in place. They upsized to a 7f merit intro sheath and used many dilators to dilate the tract. The angio-seal would not track into the common femoral artery (cfa). We had to stop the IV heparin and compress manually a few hours later. There was no blood loss. The groin was stiff. Additional information was received on 01april 2025: a pre-deployment angiogram was performed. There were difficulties with arterial access, sheath, guidewire, or catheter insertion, post op scarred groin. Relatively easy insertion of sheaths. The user did not have difficulty inserting the locator into the hub. The user succeeded in mating the locator and hub and successfully inserted and locked the locator in the hub. There was audible click on mating. There was tactile feedback after mating but did not seem as solid as normal. The user was unable to mate the locator with the hub after many tries. The user attempted to mate the locator and hub one - two times. The locator separated after mating with the hub, this is the main problem. The locator was too loose and failed to stay in place. The separation occurred during insertion. The patient was stable.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir supervisor. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.